Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. Unit had cracked case at display window corner, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump had unresponsive esc and act buttons. The customer's blood glucose was unknown. The customer changed the battery and discharged the insulin pump. The customer stated that the insulin pump was nether dropped nor bumped. Nothing further reported.